Event description:
It was reported that physician had performed an uncomplicated sling procedure on a pt approximately 2 years ago. The pt has been in urinary retention since the time of the surgery. Three months after the procedure the tape was cut. Six months after the surgery the pt was seen by a urologist who performed transurethral urethrolysis. The pt remains in retention and self-catheterizes.